Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had been exposed to fluid. Customer's blood glucose level at the time 140mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.